Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 260 mg/dl. It was also reported that the controller would not turn on. Symptoms reported include hyperglycemia and severe stomach pain. The patient was treated with IV(intravenous) fluids (magnesium, potassium) and insulin. The patient was still in the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Corrections: d4 - serial # added (B)(6). D4 - lot # added 8344 correction to d4 - primary UDI number from "(B)(4).to "(B)(4).